Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient did not clean the area before starting the pd therapy. The peritonitis was manifested by cloudy effluent. The patient was hospitalized for the event. Treatment for the event was unknown. The patient recovered 14 days after the event onset. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.